Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod. Due to elevated bg levels, patient's mother did not believe the cannula was fully inserted in the infusion site (arm). Patient also did not have presence of ketones. As treatment, manual injections of insulin were delivered.